Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete a boot up properly. The customer advised that upon power on, the device screen flashed white and then powered back off. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not complete a boot up properly. The customer advised that upon power on, the device screen flashed white and then powered back off. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and replaced the system pcb assembly as a precautionary measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker further evaluated the removed system pcb assembly and determined that the single board computer was temperature sensitive.